Manufacturer narrative:
The unit was returned to beckman coulter for evaluation. It was received on 12/08/15. Upon removing the inner bowl assembly, visually noticed that the printed circuit board (pcb) assembly had a burned component with sign of charring material. The distributor, (B)(4), replaced the unit for the customer to resolve the issue. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The customer stated that the statspin ssvt-1 centrifuge unit is giving an error, not spinning and popping the lid open. In addition, there is burning smell coming from the unit. There is no report of flames or fire, and the fire department was not called. There is no report of injury to the operator or delay in sample processing.